Event description:
It was reported that there was a malfunction on the customer's pump. The malfunction caused the customer's blood glucose level to be high, with the specific value unknown but indicated as "high" on the display. In response to this, the customer administered a corrective injection via multiple daily injections (mdi) without requiring assistance from a third party. Technical support decided to replace the pump.